Manufacturer narrative:
It was originally reported the customer experienced an adverse outcome due to the incorrect dosage but the customer has confirmed the functionality of the scale did not cause or contribute to any adverse outcome for the patient.

Event description:
It was reported the patient was given an incorrect dosage of medication based on an inaccurate weight reading. The stretcher was evaluated by a stryker service technician and no defects were found that could have caused or contributed to this event. The patient was reported to have experienced an adverse consequence to the incorrect dosage and attempts have been made to ascertain the severity and treatment from the user facility but they have not responded at this time.

Event description:
It was reported the patient was given an incorrect dosage of medication based on an inaccurate weight reading. The stretcher was evaluated by a stryker service technician and no defects were found that could have caused or contributed to this event. The patient was reported to have experienced an adverse consequence to the incorrect dosage and attempts have been made to ascertain the severity and treatment from the user facility but they have not responded at this time.